Event description:
In 2004, while wearing the sound processor, the pt reportedly had no sound percept. The pt was seen at the clinic for eval. External equipment was exchanged. However, the problem was not resolved. The following day, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the c1 device has been scheduled.